Event description:
As reported: "they opened a screw which turned out to be a washer. The procedure was completed successfully with another size screw."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the returned material and the received picture shows the package of the screw in combination with a sterile blister that contains a washer. The device inspection revealed the following: the original sterile package was returned in opened condition, the outer shrink foil was still present. The reported catalog- and lot number of the asnis cannulated screw can be confirmed based on the labels. The content was removed from the package, the paper instruction for use and the patient record labels were present and belong to the on the label described cannulated screw. The sterile blister does contain a washer as reported, the label on the sterile blister does indicate the catalog- and the lot number of the washer and not of the reported screw. The washer was removed form the sterile blister during the evaluation and it can be confirmed that the laser markings on the washer do correspond to the label on the blister, catalog number 619905s and lot number y60978. A review of the device history for the reported lot did not indicate any abnormalities. The reported screw with lot h68071 was manufactured in april 2022 and the sterile blister with the washer from lot y60978 was manufactured in march 2019. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a usage related issue. There were 2 years between manufacturing and packaging of the affected lot numbers, based on that a manufacturing related issue can be excluded. This indicates that the package was opened and the content was replaced at some point after the screw was released for distribution in the year 2022. If more information is provided, the case will be reassessed.

Event description:
As reported: "they opened a screw which turned out to be a washer. The procedure was completed successfully with another size screw."